Event description:
It was reported that while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Samples were repeated and the results were negative. Results were not reported and there was no patient impact. Assay used: bd max sars-cov-2 assay the following information was provided by the initial reporter: persisting discrepant results.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported they are receiving discrepant results on bd-sars-cov-2. Customer reported that this instrument has shown significantly more n1 positive results than their other bd max instrument. Sss reviewed the database and determined that pump #3 was trending and recommended decontamination of pump #3 nozzle and tubing. Customer performed environmental monitoring and decontamination of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 12may2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(4) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by sss review of databse. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Samples were repeated and the results were negative. Results were not reported and there was no patient impact. Assay used: bd max sars-cov-2 assay the following information was provided by the initial reporter: persisting discrepant results.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.